Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation of the returned gaia next 2 guide wire revealed that there were no such reported damages as fracture or missing segment with the guide wire throughout its length. Therefore, it was concluded that the subject guide wire was not associated with the reported event and the following segments were revised in addition to the newly filled in segments in this report. B1: adverse event and/or product problem - from both check-marked to none. B2: outcomes attributed to adverse event - from disability of permanent damage check-marked to none. D9: is this device available for evaluation? - from no to yes, returned to manufacturer: 27-9-2024. H1: type of reportable event - from serious injury check-marked to none. H2: if follow-up, what type? - from none to device evaluation check-marked. H3: device evaluated by manufacturer? - from no to yes. H6: adverse event problem. Hecc - from 3165 to 4582. Dpc - from 1562 to 2981. Itc - from 4109 and 4118 to 10. Ifc - from 114 and 3243 to 213. Icc - from 22, 50, 4311 to 67. H10: additional manufacturer narrative - completely revised based on the device evaluation. The reported gaia next 2 guide wire was returned for investigation. Although the returned gaia next 2 was found curved in three dimensions at approximately 5mm from the guide wire tip, no such reported damages as fracture or missing segment was found with the guide wire. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and the investigation outcome, it was concluded that the subject gaia next 2 was not associated with the reported event as there were no such reported damages as fracture or missing segment with the guide wire. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ during use of the guide wire, check and monitor the movement of its tip under fluoroscopy. Do not use in areas of vessel that are not or cannot be visualized. [Malfunction and adverse effects]. ~ bending of the guide wire.

Event description:
It was reported that an asahi gaia next 2 guide wire was antegradely used during a percutaneous coronary intervention (pci) for a heavily calcified chronic total occlusion (cto) in the right coronary artery (rca). When attempts were made to cross the lesion, the subject gaia next 2 guide wire broke off in the subintimal space and the polymer-jacketed tip was left in the space. Lesion crossing was attempted retrogradely and again antegoradely, but neither of them was successful. It was informed that the patient was discharged on the same day with the procedure without immediate complications.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Although device analysis and lot history records review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. The cause of the reported event could not be identified as the subject device had not been yet returned to the manufacturer. Based on the obtained information and referring to known similar events, it was presumed that stress exceeding the product design limit generated by guide wire manipulation might have been applied to the distal segment of the subject gaia next 2 guide wire while the distal segment of the guide wire had wandered into the subintima and got caught. Consequently, the distal segment of the guide wire was detached. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] during use of the guide wire, check and monitor the movement of its tip under fluoroscopy. Do not use in areas of vessel that are not or cannot be visualized. [Precautions] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Failure to do so may cause damage to this guide wire. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] damage such as separation